Manufacturer narrative:
Corrected data: the incorrect device code (1069 - break) was inadvertently submitted in the initial report. This has been updated with a new device code added to this report - section h6 - device code 1261 material fragmentation. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jun 11, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device was done. The device presented with the plunger rod fully advanced and the plunger rod tip was damaged. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues. No lens was returned for evaluation. The complaint issue "stuck in cartridge" and "lens damaged" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: n/a, as lens was removed during the same procedure. If explanted, give date: n/a, as lens was removed during the same procedure. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) became stuck in the cartridge and broke off during implantation. The doctor had to cut the iol to explant it. Follow-up revealed that there was patient contact during implantation, causing one haptic of the lens to break off once implanted in the eye. The doctor explanted the lens on the same day. No further details are available.